Event description:
It was reported that the 9900 system had an intermittent failure of the vertical lift column and precharge error messages. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power control board, the batteries, and the battery charger were replaced during the service call. The system was tested and found to be working as intended and put back into service.